Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis findings: no anomalies found. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed and resistance measured within specification. Mechanical testing revealed the helix consistently extended and retracted within six turns. Helix, fully extended, measured .070 inches within specification.

Event description:
It was reported, during the implant procedure, atrial lead was placed and initial impedance was 1500 ohms, sensing was 2.5-5mv and suddenly decreased to .8mv with lost of capture. Several attempts at repositioning lead were made; however all positions had impedance values greater than 4000 ohms and no capture. It was further reported during attempts to deploy the helix, it required two times as many rotations, and the helix did not fully deploy. Consequently, the lead was withdrawn. Another same brand lead was selected and implanted uneventfully. No patient complications have been reported as a result of this event.